Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. The tandem user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate with multiple cartridges. Reportedly, the customer was not performing the air removal technique, filling the cartridges with cold insulin, and reusing cartridges. Customer¿s blood glucose was approximately 200 mg/dl. Reportedly, a new cartridge was filled and loaded successfully.